Manufacturer narrative:
It was reported that during navitor implant procedure that there was aortic insufficiency and perivalvular leakage when deploying the valve at 80%; the patient became hemodynamically instable with hypotension and ventricular tachycardia. Reportedly, the decision was made to fully re-sheath the valve and replace it with a non-abbott device to complete the procedure while the patient was being medically managed. A returned device assessment could not be performed as the device was not returned for analysis. Information from field indicated that, the physician believed the aortic insufficiency, pvl and subsequent hemodynamic instability were due to patient anatomy. Requests were made for additional procedural details surrounding the case (e.g., operative notes, procedure imaging), however this information was not supplied by the site. The reported patient effects of hypotension and ventricular tachycardia appear to be cascading effects. It is possible that patient condition (challenging anatomy) could have contributed to this event. However, this cannot be confirmed. The reported unexpected medical intervention was the result of case-specific circumstance, as medication was administered (epinephrine was injected and defibrillated). The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 23mm navitor vision valve was selected for implant using a small flexnav delivery system. Angiography and echocardiogram were used during the procedure. The patient had a shallow root angle and transcarotid access it was noted during procedure that there was aortic insufficiency and perivalvular leakage (pvl) when deploying the valve at 80%. The patient became hemodynamically instable with hypotension and ventricular tachycardia (vtac). The decision was made to fully re-sheath the valve and replace it with a 23mm non-abbott device to complete the procedure while the patient was being medically managed. Epinephrine was injected and defibrillated. The patient was stable at the time of report. The physician believed the aortic insufficiency and pvl and subsequent hemodynamic instability were due to patient anatomy.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.